Event description:
The user facility reported that the patient had a bilateral access peripheral procedure performed on (B)(6) 2025 via 7 french sheath on the right and 5 french sheath on the left. They closed with an 8 french angio-seal on the right and 6 french angio-seal on the left. The patient returned to the hospital on (B)(6) 2025 with a right-side hematoma. The doctor took the patient to the operating room (or) and discovered the collagen was loose in the soft tissue and was unable to find the anchor for the seal after opening the artery. The left side had no issues. The blood loss was greater than 250cc. The patient was brought back to the or to do a debridement of the hematoma. Additional information was received on 20mar2025: a 7 french sheath was used for the procedure. An angiogram was performed. There was no difficulty with access. There was no difficulty with the insertion of the sheath. According to staff the hematoma was the size of a large grapefruit or small volleyball. The blood loss was less than 250. The patient was taken back to the operating room for a surgical debridement of the hematoma and make sure there was hemostasis. The patient was stable. No other concomitants devices were used during the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A2: age: estimated 70 years. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).